Event description:
It was reported that the pump displays repeated "primary audible alarm post" and "acu watchdog failure" errors. The fault occurred before infusion on startup of the device, so it was not used on a patient.

Manufacturer narrative:
Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.